Manufacturer narrative:
The product was not returned for evaluation; consequently, no product evaluation was performed. The design history record (DHR) review could not be done as no lot number had been provided. The first issue (lens stuck in the injector) may be based on the related ophthalmic viscosurgical device (ovd). A lesser amount of ovd or the use of balanced salt solution (bss) only, may affect the performance of the coating. A cold ovd or a loading issue may be additional causes, which may lead to higher resistance at the tip. As a final result, the haptic may tear due to the high forces on them. The second issue (piece of haptic implanted in eye) indicates the blis-x1 cartridge was reused. If a problem is experienced, the cartridge should be discarded and a fresh iol should be injected with a new cartridge. In this case, this requirement was not followed and the same cartridge was used. Deviations or other non-expected situations are accepted by the end-user when using the same cartridge a second time. The instructions for use (IFU) indicates "no second use". The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time.

Event description:
It was reported that during cataract surgery and implantation of an intraocular lens (iol), the patient sustained capsule damage resulting in a loss of vitreous, necessitating a vitrectomy. The surgeon had attempted to insert the original iol into the patient's right eye, but the lens was not visible to the surgeon inside the inserter. The surgeon believed that the iol was stuck inside the inserter cartridge, so the lens was removed from the inserter. The backup lens of the same model and diopter was placed into the same inserter cartridge. After the backup lens was inserted into the eye, the surgeon observed that a haptic from the original lens was inserted in to the eye along with the backup lens. The haptic from the original lens had broken off into the inserter cartridge. The patient sustained capsule damage. The broken haptic was removed from the eye, requiring enlargement of the incision. No sutures were required. A vitrectomy was performed due to the loss of vitreous. The backup lens was successfully implanted. In the physician's opinion, the most likely cause of the iol damage was that the lens was stuck in the delivery device.